Event description:
It was reported that infusion set infusion set was accidentally pulled out during use due to tubing catching on something or pump falling which led to high blood glucose and treated with correction bolus using pump and injections. The event occurred on 27-mar-2026.

Manufacturer narrative:
Initial 6 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.